Event description:
Valve released and successfully implanted. Very straight forward case without any issue, according to the current step by step. About 30mn after removal of lotus catheter, lotus introducer and safari wire, pt condition became critical and required CPR and artificial respiration. Tte performed and showed a large pericardial effusion. Pericardiocentesis was performed. Complete management of the complication to be confirmed; pt never recovered and died the same day.

Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The mfg batch record review confirmed that the device met all material, assembly and inspection specs. Review of the directions for use notes the reported event as a potential adverse event associated with the use of the device. An exact cause for the incident cannot definitely be determined from the info provided. A combination of pt and procedural factors appear to have caused or contributed to this incident.